Event description:
It was reported that the patient stated their head was hurting, but could not recall when the pain began due to memory problems. The patient had recently replaced their handset and communicator and had been attempting to connect the devices since the day before. Patient services guided the patient through connecting the devices to the implant, but the caller was receiving a "no device response" message. When asked, the caller indicated the implant had not been charged since april. Patient services instructed the patient on how to charge the implant and advised them to call back for further assistance in linking the stimulator to the handset after charging. The recharger was disconnected during the process, and guidance was provided on how to reconnect it. The caller noted that the patient has a movement issue, making it difficult for the recharger to stay connected, and that they were using a scarf to assist with charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.